Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion tubing was broken at the connector causing insulin to leak. She noticed it in the morning and thinks it broke during the night. Her blood glucose level was elevated to 20 mmol/l (360 mg/dl). Her blood glucose level was also elevated before she want to bed, but she thinks that was a stress related incident. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.